Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a pericardial effusion. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3-4 and a small atrium. An nt clip was inserted, but while applying m-knob, the clip moved in an untended direction. A pericardial effusion was then observed, causing the blood pressure and heart rate to decrease. It is unknown if the clip delivery system (cds) or steerable guide catheter (sgc) caused the pericardial effusion. Therefore, the mitraclip devices were removed and pericardiocentesis was performed. The blood pressure and heart rate were stabilized. The physician decided to continue with the procedure and one clip was successfully implanted, reducing mr to a grade of 1-2. It was indicated that difficulties visualizing the clip occurred. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported hypotension, bradycardia, and pericardial effusion (therapy/non-surgical treatment, additional) could not be determined. The reported image resolution poor was associated with difficult imaging due to patient anatomy. The reported patient effects of hypotension, pericardial effusion, and bradycardia, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, additional information was received stating the imaging was difficult during the procedure. No additional information was provided.